Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's correct date of birth is (B)(6) 1989. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation with two 300cc mentor memorygel breast implants, experienced left side deflation and bilateral dissatisfaction with procedure outcome post-operatively. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis.